Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device serial number unknown at this time but will be provided at the time of follow up.

Event description:
It has been reported that the AED did not pass self diagnostic check